Event description:
It was reported that an error code occurred. After being educated on why and how the error code occurred, the biomedical engineer was unable to duplicate it. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.